Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited early battery depletion. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited early battery depletion. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis confirmed premature battery depletion (pbd). Moreover, device diagnostic was performed wherein it was noted that the power level has increased over the past year. Also, it was noted that the two circuits (v230 and v220) were drawing high current. Furthermore, cause traced to device design was based on the investigation where it was found that the ingenio/accolade battery shorting associated with torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector.